Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, noise and undefined high pacing impedance were noted when the rv (right ventricular) lead was placed in the header. The lead was removed, cleaned, and tested via the analyzer, with no noise noted and normal impedance. The lead was reinserted, with noise and undefined high impedance noted again. The pin was visualized in the header beyond the setscrew. The lead was removed again and retested, again with no noise noted and normal impedance, including with manipulation of the lead while connected to the analyzer. The lead was reinserted yet again into the device header, and again noise and undefined high impedance were noted. The ra (right atrial) lead was then plugged into the rv port, and noise was detected. The device was not used and another device was implanted, with no noise and normal rv impedance via the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.